Manufacturer narrative:
The following report is being submitted to relay additional information received: the complaint was confirmed for dislocation based on office visit notes that were provided. X-rays were also reviewed and no signs of poly wear, dislocation or corrosion was observed. Lot information was unknown so review of device history records could not be performed. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00801803203 femoral head sterile product do not resterilize 12/14 taper unknown. Unknown, unknown stem, unknown. Unknown, unknown cup, unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was scrapped by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-02976.

Event description:
It was reported that the patient underwent a right hip arthroplasty revision procedure approximately fourteen (14) years post-implantation due to dislocation. Patient had reported instability and locking of the hip, and pain associated with dislocation episodes. No additional information is available.